Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had battery charging issues. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a battery that was not charging. During troubleshooting, the rse noted that the 24 volts was showing on the power management (pm) board. The rse noted that per the manufacturer's recommendations, the pm board required replacement. A work order was created to repair the device. The investigation is ongoing.

Manufacturer narrative:
The service engineer (se) noted that the power management (pm) pcba was replaced. The se noted that the internal battery was also replaced that had been provided by the customer. The device was then charged, and the device passed all testing; the system meets the specification for the performed service and is returned to use.